Manufacturer narrative:
Screen on bolus button was verified. Loss of cgm signal issue the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Additionally, it was reported that the wake button was sticking. Customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer's blood glucose level. Or it was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose level was xxx mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.